Event description:
As per pss implant request: right knee arthrofibrosis with 10 degree flexion contracture. Poly only. Need 7 and 8mm ts options for a size 4 tibia.

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: insufficient information was provided to support a medical review. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.